Event description:
According to the reporter: the device was handed to the surgeon after reloading it. The blade of the staple gun cut the bowel but no staples deployed. The device will be returned for evaluation. The staples were unformed and no further patient info or complication was reported. There was not report of blood loss or significant extension to surgery.